Manufacturer narrative:
Investigation completed on (B)(6) 2018. There was one varady phlebectomy extractor/hook manufactured on (B)(6) 2014 which was returned used/processed and showing wear. The complaint report of a broken tip has been confirmed but the root cause of the damage has not been identified as a workmanship or material deficiency.

Event description:
It was reported by a nurse administrator that on (B)(6) 2017, the hook of 10310 varady phlebectomy extractor broke off during an unspecified procedure and was stuck inside the extracted vein. There was no patient injury nor any revisions or medical interventions done. Additional information was already requested.